Event description:
During a coil embolization procedure assisted with an enterprise system, the enterprise stent was attempted to be deployed at m1 site, but the stent jumped to distal part. Another enterprise stent (same size) was utilized.

Manufacturer narrative:
Additional information indicated that the patient emergently admitted for the procedure. The medications at the time of admission were unknown. The aneursym was sidewall with a height of 4.3mm, width 3.9mm, and a neck 3.5mm. The target site was not tortuous, and the parent vessel distal and proximal diameter was distal 2.6mm and the proximal was 3.2mm. A prowler select plus (lot # unknown) was utilized along with the enterprise stent. Besides the enterprise stent no other neck remodeling devices was utilized. For aneurysm selection, an ev3 silvers-peed guidewire and prowler 14 was used, and for enterprise, a prowler select plus and ev3 silver-speed was used. Prior to deploying the enterprise stent, a microcatheter was left in the aneurysm (what is called a trapped technique), however this did not contribute to the stent migration. Prior to detachment, all the torque was removed from all the systems. The stent was not detached at an acute angle. During deployment, the stent was placed at the desire site by withdrawn the microcatheter. Constant fluoroscopy was performed during detachment; however, it is unknown what caused the stent to jump. All (IFU) instruction for use guidelines were followed to detach the stent. No spasm was noted during stent detachment. After the stent was deployed, the stent did not covered 5mm on either side of the aneurysm because the stent jumped. There was no difficulty accessing the aneurysm through the stent with the guidewire. The patient was discharged on antiplatelet and anticoagulation therapy; however, the specific medications were unknown. No further information was available. The product was not received for analysis. Additional information will be submitted within 30 days of receipt.